Event description:
On (B)(6) 2010, the pt reported her insulin infusion device is making an abnormal noise when she tries to retract the piston rod. She stated, she tried 3 times to retract the piston rod. She said, she switched to her backup infusion device. The pt stated, she was currently at work and did not have time for troubleshooting. Further attempts to follow up with the pt were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.